Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 104 mg/dl (ss) and 199mg/dl (hcp) respectively (48% difference). In addition the pt reported fatigue and sweating. Control solution test result (67) was low - out of range (96-144). The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.